Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 42 to 50's (mg/dl). Reportedly, the customer administered long acting insulin in addition to the regular basal rate delivery of the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.